Event description:
Caller reportedly received the following results on a roche meter, compared to lab results, within 10 minutes: 252 mg/dl (aviva meter); 117 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.